Event description:
Event description guidant received information that six weeks after initial implant, this patient's ventricular flextend lead had dislodged. The lead was re-positioned and the patient is not using the pacer in the atrium, but is 100% paced in the ventricle. The lead remains actively implanted.